Manufacturer narrative:
Additional information was received that there was a postoperative blood pressure decrease. Direct current cardioversion was frequently performed for ventricular fibrillation. The patient died two days following the valve implant procedure. Updated data: h6 patient codes. B2 date of death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the native valve leaflet was pushed by the transcatheter valve which caused the right coronary artery occlusion. It was reported that pre-case computed tomography (CT) measurements did not accurately capture low coronary height and leaflet length as risk factors. It was reported that cardiac arrest occurred. It was reported that the patient died. The date of death was not received and was estimated in section b2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in a patient with calcification on the non-coronary cusp (ncc), a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20mm non-medtronic balloon. The valve was fully deployed at an implant depth of 6mm on the ncc and 7mm on the left coronary cusp (lcc), mild paravalvular leak (pvl) was noted. The patient¿s blood pressure did not increase to normal. The hypotension was considered to be caused by a coronary occlusion, and a percutaneous coronary intervention (pci) was attempted for the right coronary artery, but due to the calcification on the native leaflets, medical treatment was ¿impossible¿. Per the physician, the position of the right coronary artery opening may have contributed due to it being near the ncc and right coronary cusp (rcc) commissure. The procedure was completed and the patient was moved to be monitored in the intensive care unit; however, shortly after the electrocardiogram showed cardiac deterioration due to a suspected obstruction. The patient underwent an emergent coronary artery bypass graft procedure. No further information was provided. No additional adverse patient effects were reported.